Event description:
One endeavor sprint rx drug-eluting stent was implanted at the 1st marginal. One bare metal stent was implanted in the svg graft (graft was from aorta to 1st marginal). An acute stemi is reported to have occurred approximately 4 months following index procedure. It is unk if the target lesion was involved. Location of infarction was non-determinable. Investigator did not make an assessment of the event, info is not available. It is reported that a cardiac death occurred on the same day. Death certificates states cause of death was mi, secondary to arteriosclerotic cardiovascular disease for past 7 years. Investigator indicated a possible relationship to the study stent.

Manufacturer narrative:
(B) (4): eval results: (mi, death).